Manufacturer narrative:
The investigation for the stroke has been completed. The returned product was visually inspected and biomaterial was observed on the outside of the motor housing which doesn't affect the results of the investigation. Clinical details were not sufficient to determine root cause. Therefore the root cause of the stroke could not be determined. Added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella 5.5 device for mechanical circulatory support and experienced a cerebral vascular accident (cva). The patient had an impella 5.5 device placed and then pci and stenting of both the first diagonal, mid and proximal left anterior descending arteries. The patient lost pulsatility multiple times but maintained 3.1-3.5 flows and adequate mean arterial pressure. At the end of the procedure, it was decided that the patient would benefit from continued support until extubated and medications were weaned off. The patient was transferred to the unit on support. Later that evening, it was noted the patient experienced a stroke. While decreasing sedation to extubate the patient, it was noted that the patient was unable to move their left arm or leg. The patient underwent a series of computed tomography (CT) scans, and medications was administered per stroke protocol. The next day it was noted that the patient was able to respond to commands, twitch toes on their left foot, and could feel painful stimuli to the left arm although they were unable to move with purpose yet. Medication treatment was continued. The following day, the patient was maintaining and making improvements. CT was run and showed no progression of bleeding or increase in the cva area. The patient was able to move their left leg and toes but still no movement of the left arm as of yet. On day three and final day of support, it was reported that hemodynamics were stable, and the patient continued to make progress neurologically. The impella 5.5 device was successfully explanted with a patient outcome as survived.